Manufacturer narrative:
Concomitant: product ID 97714, serial# (B)(4), implanted: 2015-(B)(6), explanted: 2015-(B)(6), product type implantable neurostimulator. Product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead. (B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The company representative (rep) reported that the patient was successfully undergoing pain relief, however, felt a change in stimulation after returning to work (a workplace with strong magnetic fields) after discharge from the hospital. In conclusion the complete system was removed due to an infection, although it was unknown whether the patient's weak/sensitive skin and smoking affected the patient's situation. It was noted a health hazard to the patient was opening the surgical wound due to removal. The physician requested to confirm the point that there was some effect of the magnetic fields on the patient's implantable neurostimulator (ins) due to the change in stimulation. The indication for use included chronic intractable pain. If additional information is received, a follow up report will be sent. Reference manufacturer report #s 3004209178-2015-25406 and 3007566237-2015-03974.

Manufacturer narrative:
Analysis found the lead was cut through. The product was segmented.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.